Event description:
It was reported that an increased threshold was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.